Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10cl. In the event reported, the user states that the image interference / picture flashing. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model ec38-i10cl-us is available for sale in the united states with a 510k #k190805. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows: fluid invasion in pve connector, passed wet leak test, passed dry leak test, image dark, air/ water socket loose screw, light carrying bundle led light is not working or not function, pve electrical connector frame mild corrosion, air/ water socket loose, customer complaint confirmed the device is in the process of being repair where all defects found will be remediated and returned to loaner inventory upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this may be, due to the disconnection of the cmos cable, due to repeated use.